Event description:
It was reported that during lasing, the fiber broke outside the patient and the physician burnt his thumb. The procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber exhibited a break along the fiber body, as it was broken in two pieces. Microscopic inspection of the tip indicated it was degraded. The fiber was functionally tested and the test indicated the fiber connector had no defects, bright round light was seen exiting the face. The aim beam could not be observed due to the fiber body separation. It is likely that procedural handling and procedural conditions of the fiber during setup or use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break. Instructions for use (IFU) state: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked, or tightly coiled. Improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient.

Event description:
It was reported that during lasing, the fiber broke outside the patient and the physician burnt his thumb. The procedure was completed using an alternate device. There were no patient complications.

Event description:
It was reported that during lasing, the fiber broke outside the patient and the physician burnt his thumb. The procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber exhibited a break along the fiber body, as it was broken in two pieces. Microscopic inspection of the tip indicated it was degraded. The fiber was functionally tested and the test indicated the fiber connector had no defects, bright round light was seen exiting the face. The aim beam could not be observed due to the fiber body separation. It is likely that procedural handling and procedural conditions of the fiber during setup or use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break. Instructions for use (IFU) state: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked, or tightly coiled. Improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient.